Manufacturer narrative:
H6: code 213: the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU) adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement, surgical conversion.

Event description:
On (B)(6) 2015, this patient underwent elective endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. The baseline measurement for the diameter of the aneurysm was unknown. During the procedure, a gore® excluder® trunk-ipsilateral leg component and a gore® excluder® contralateral leg component pxc271200 were implanted on the left side. Likewise, two gore® excluder® contralateral leg components pxc161000 and pxc231000, were implanted on the right. The procedure concluded as planned and without an endoleak. On (B)(6) 2018, follow-up computed tomography imaging showed ongoing aneurysmal growth after a type ii endoleak had previously been coiled and there now was a type ia endoleak with an aneurysm diameter measuring 95mm. The reason for the endoleak was reported to have been due to disease progression leading to aortic neck dilation. The amount of aneurysm enlargement was reportedly unknown. On (B)(6) 2020, the patient was converted to open surgery during which all gore® excluder® aaa endoprostheses were explanted and replaced with a bifurcated prothesis. The patient tolerated the procedure.